Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #iyzd20244. The device was received with the I-blade upper tip broken lifted and the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached and the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade and the jaw prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
The device was returned with no complaint information.